Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia"), menstrual disorder ("menstruation issues") and weight increased ("weight gain."). The patient was treated with surgery (total hysterectomy). Essure was removed. At the time of the report, the pelvic pain, dyspareunia, menstrual disorder and weight increased outcome was unknown. The reporter considered dyspareunia, menstrual disorder, pelvic pain and weight increased to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube)/migration of implant/migration of essure device location of device"), uterine perforation ("right coil perforating the uterus end the right curnua/migration of essure device location of device: uterus") and genital haemorrhage ("abnormal bleeding") in a 30-year-old female patient who had essure (batch no. 825627,869761,675117) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo an essure confirmation test". On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2012, 4 months 20 days after insertion of essure, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2012, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower. In (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia"). In (B)(6) 2014, the patient experienced depression ("depression") and anxiety ("mental anguish"). In (B)(6) 2015, the patient experienced weight increased ("weight gain"). On (B)(6) 2016, the patient experienced vaginal haemorrhage ("abnormal vaginal bleeding") and menorrhagia ("menorrhagia"). On (B)(6) 2016, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), menstrual disorder ("menstruation issues"), fatigue ("fatigue "), abdominal pain ("abdominal area pain") and back pain ("lower back pain"). The patient was treated with surgery (partial salpingectomy to remove essure on (B)(6) 2012) and surgery (total hysterectomy (right coil removed) (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, uterine perforation, menstrual disorder, weight increased, fatigue, depression and anxiety outcome was unknown and the genital haemorrhage, dyspareunia, vaginal haemorrhage, menorrhagia, dysmenorrhoea, abdominal pain and back pain was resolving. The reporter considered abdominal pain, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, genital haemorrhage, menorrhagia, menstrual disorder, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: left lower quadrant pain was recovered / resolved. Plaintiff stated her injuries did not decrease or resolved after essure removal (unspecified). Current weight 145 lbs. Date discrepancy in insertion date-(B)(6) 2011, (B)(6) 2010. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 52.16 kgs. (B)(6) 2016 : pap smear test - negative for intraepithelial lesion or malignancy. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record:uterine perforation " lot number: 675117 manufacture date: 2009-09 expiration date: 2012-09; lot number: 869761 manufacture date: 2011-01 expiration date: 2014-01; lot number: 825627 manufacture date: 2011-01 expiration date: 2014-01. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-aug-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Cutaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube)/migration of implant/migration of essure device location of device"), uterine perforation ("right coil perforating the uterus end the right curnua/migration of essure device location of device: uterus") and genital haemorrhage ("abnormal bleeding") in a 30-year-old female patient who had essure (batch no. 825627) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo an essure confirmation test". On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2012, 4 months 20 days after insertion of essure, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2012, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower. In (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia"). In (B)(6) 2014, the patient experienced depression ("depression") and anxiety ("mental anguish"). In (B)(6) 2015, the patient experienced weight increased ("weight gain"). On (B)(6) 2016, the patient experienced vaginal haemorrhage ("abnormal vaginal bleeding") and menorrhagia ("menorrhagia"). On (B)(6) 2016, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), menstrual disorder ("menstruation issues"), fatigue ("fatigue "), abdominal pain ("abdominal area pain") and back pain ("lower back pain"). The patient was treated with surgery (total hysterectomy(full), laparoscopy , lysis of adhesions , partial salpingectomy on (B)(6) 2012) and surgery (underwent total abdominal hysterectomy). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, uterine perforation, menstrual disorder, weight increased, fatigue, depression and anxiety outcome was unknown and the genital haemorrhage, dyspareunia, vaginal haemorrhage, menorrhagia, dysmenorrhoea, abdominal pain and back pain was resolving. The reporter considered abdominal pain, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, genital haemorrhage, menorrhagia, menstrual disorder, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: left lower quadrant pain was recovered / resolved. (B)(6) 2012: partial salpingectomy to remove essure implant plaintiff stated her injuries did not decrease or resolved after essure removal (unspecified). Current weight 145 lbs. Date discrepancy in insertion date-(B)(6) 2011,(B)(6) 2010. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 52.16 kgs. (B)(6) 2016 : pap smear test - negative for intraepithelial lesion or malignancy. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record:uterine perforation." Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: events- "depression, mental anguish, abdominal area pain, lower back pain" added, events- "dysmenorrhea (cramping), menorrhagia, abnormal bleeding general,abnormal vaginal bleeding, dyspareunia ,back pain and abdominal pain" outcome updated to "- recovering / resolving" from pfs. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube)/migration of implant/migration of essure device location of device"), uterine perforation ("right coil perforating the uterus end the right curnua/migration of essure device location of device: uterus") and genital haemorrhage ("abnormal bleeding") in a 31-year-old female patient who had essure (batch no. 825627) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo an essure confirmation test". On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2012, 9 months 7 days after insertion of essure, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower. On (B)(6) 2016, the patient experienced vaginal haemorrhage ("abnormal vaginal bleeding") and menorrhagia ("menorrhagia"). On (B)(6) 2016, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), dyspareunia ("dyspareunia"), menstrual disorder ("menstruation issues"), weight increased ("weight gain."), fatigue ("fatigue") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (total hysterectomy(full), laparoscopy , lysis of adhesions , partial salpingectomy on (B)(6) 2012) and surgery (underwent total abdominal hysterectomy). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, uterine perforation, genital haemorrhage, dyspareunia, menstrual disorder, weight increased, fatigue, vaginal haemorrhage, menorrhagia and dysmenorrhoea outcome was unknown. The reporter considered dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, genital haemorrhage, menorrhagia, menstrual disorder, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: left lower quadrant pain was recovered / resolved. (B)(6) 2012: partial salpingectomy to remove essure implant plaintiff stated her injuries did not decrease or resolved after essure removal (unspecified). Diagnostic results: (B)(6) 2016 : pap smear test - negative for intraepithelial lesion or malignancy ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record:uterine perforation " quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of product technical problem update. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube)/migration of implant/migration of essure device location of device"), uterine perforation ("right coil perforating the uterus end the right curnua/migration of essure device location of device: uterus") and genital haemorrhage ("abnormal bleeding") in a 30-year-old female patient who had essure (batch no. 825627,869761,675117) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo an essure confirmation test". On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced depression ("depression") and anxiety ("mental anguish"), 2 months 20 days after insertion of essure. On (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2012, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower. In (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia"). In (B)(6) 2015, the patient was found to have weight increased ("weight gain"). On (B)(6) 2016, the patient experienced vaginal haemorrhage ("abnormal vaginal bleeding") and menorrhagia ("menorrhagia"). On (B)(6) 2016, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), menstrual disorder ("menstruation issues"), fatigue ("fatigue "), abdominal pain ("abdominal area pain") and back pain ("lower back pain"). The patient was treated with surgery (partial salpingectomy to remove essure on (B)(6) 2012 and total hysterectomy (right coil removed) (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, uterine perforation, menstrual disorder, weight increased, fatigue, depression and anxiety outcome was unknown, the genital haemorrhage, dyspareunia and vaginal haemorrhage had resolved and the menorrhagia, dysmenorrhoea, abdominal pain and back pain was resolving. The reporter considered abdominal pain, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, genital haemorrhage, menorrhagia, menstrual disorder, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: left lower quadrant pain was recovered / resolved. Plaintiff stated her injuries did not decrease or resolved after essure removal (unspecified). Current weight 145 lbs. Date discrepancy in insertion date-(B)(6) 2011,(B)(6) 2010. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 52.16 kgs. (B)(6) 2016 : pap smear test - negative for intraepithelial lesion or malignancy. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record:uterine perforation ". Lot number: 675117 manufacture date: 2009-09 expiration date: 2012-09. Lot number: 869761 manufacture date: 2011-01 expiration date: 2014-01. Lot number: 825627 manufacture date: 2011-01 expiration date: 2014-01. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 29-nov-2018: pfs received- outcome of dyspareunia ,abnormal bleeding updated to recovered / resolved. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube)/migration of implant/migration of essure device location of device'), uterine perforation ('right coil perforating the uterus end the right curnua/migration of essure device location of device: uterus') and genital haemorrhage ('abnormal bleeding') in a 30-year-old female patient who had essure (batch no. 825627,869761,675117) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo an essure confirmation test". Medical conditions: *(B)(6) 2016 : pap smear test - negative for intraepithelial lesion or malignancy. Concomitant products included esomeprazole, ethinylestradiol;norgestimate (ortho tri-cyclen), ibuprofen and paracetamol (acetaminophen). On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2011, the patient experienced depression ("depression") and anxiety ("mental anguish"), 1 year 10 months after insertion of essure. On (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2012, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower. In (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia"). In (B)(6) 2015, the patient was found to have weight increased ("weight gain"). On (B)(6) 2016, the patient experienced vaginal haemorrhage ("abnormal vaginal bleeding") and menorrhagia ("menorrhagia"). On (B)(6) 2016, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), menstrual disorder ("menstruation issues"), fatigue ("fatigue "), abdominal pain ("abdominal area pain"), back pain ("lower back pain") and post procedural complication ("post removal complication"). The patient was treated with surgery (partial salpingectomy to remove essure on (B)(6) 2012 and total hysterectomy (right coil removed) (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, uterine perforation, genital haemorrhage, dyspareunia and vaginal haemorrhage had resolved, the menstrual disorder, weight increased, fatigue, depression, anxiety and post procedural complication outcome was unknown and the menorrhagia, dysmenorrhoea, abdominal pain and back pain was resolving. The reporter considered abdominal pain, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, genital haemorrhage, menorrhagia, menstrual disorder, post procedural complication, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: left lower quadrant pain was recovered / resolved. Plaintiff stated her injuries did not decrease or resolved after essure removal (unspecified). Current weight 145 lbs. Date discrepancy in insertion date - (B)(6) 2011, (B)(6) 2010. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 52.16 kgs. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record:uterine perforation ". Lot number: 675117, manufacture date: 2009-09, expiration date: 2012-09. Lot number: 869761, manufacture date: 2011-01, expiration date: 2014-01. Lot number: 825627, manufacture date: 2011-01, expiration date: 2014-01. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: pfs received- new event post removal complication was added. Outcome of the event fallopian tube perforation and uterine perforation were updated from unknown to recovered. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube)/migration of implant/migration of essure device location of device"), uterine perforation ("right coil perforating the uterus end the right curnua") and genital haemorrhage ("abnormal bleeding") in a 31-year-old female patient who had essure (batch no. 675117) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo an essure confirmation test". On 13-sep-2011, the patient had essure inserted. On 19-jun-2012, 9 months 7 days after insertion of essure, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower. On 7-jun-2016, the patient experienced vaginal haemorrhage ("abnormal vaginal bleeding ") and menorrhagia ("menorrhagia "). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dyspareunia ("dyspareunia"), menstrual disorder ("menstruation issues"), weight increased ("weight gain."), fatigue ("fatigue") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (total hysterectomy, laparoscopy , lysis of adhesions , partial salpingectomy on 19-jun-2012) and surgery (underwent total abdominal hysterectomy). Essure was removed on 10-oct-2016. At the time of the report, the fallopian tube perforation, uterine perforation, genital haemorrhage, dyspareunia, menstrual disorder, weight increased, fatigue, vaginal haemorrhage and menorrhagia outcome was unknown. The reporter considered dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, genital haemorrhage, menorrhagia, menstrual disorder, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: left lower quadrant pain was recovered / resolved. 19-jun-2012: partial salpingectomy to remove essure implant plaintiff stated her injuries did not decrease or resolved after essure removal (unspecified). Diagnostic results: 9-feb-2016 : pap smear test - negative for intraepithelial lesion or malignancy ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record:uterine perforation " most recent follow-up information incorporated above includes: on 14-may-2018: pfs provided. Information added/updated: essure lot number and removal date, events abnormal vaginal bleeding and menorrhagia, dysmenorrhea (cramping), patient did not undergo an essure confirmation test. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube)/migration of implant/migration of essure device location of device"), uterine perforation ("right coil perforating the uterus end the right curnua") and genital haemorrhage ("abnormal bleeding") in a 31-year-old female patient who had essure (batch no. 825627,869761) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2012, 9 months 7 days after insertion and 1 day after removal of essure, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dyspareunia ("dyspareunia"), menstrual disorder ("menstruation issues"), weight increased ("weight gain.") And fatigue ("fatigue"). The patient was treated with surgery (total hysterectomy, laparoscopy , lysis of adhesions , partial salpingectomy on (b0(6) 2012) and surgery (underwent total abdominal hysterectomy). Essure was removed. At the time of the report, the fallopian tube perforation, uterine perforation, genital haemorrhage, dyspareunia, menstrual disorder, weight increased and fatigue outcome was unknown. The reporter considered dyspareunia, fallopian tube perforation, fatigue, genital haemorrhage, menstrual disorder, uterine perforation and weight increased to be related to essure. The reporter commented: left lower quadrant pain was recovered / resolved. (B)(6) 2012: partial salpingectomy to remove essure implant diagnostic results: (B)(6) 2016 : pap smear test - negative for intraepithelial lesion or malignancy ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record:uterine perforation " most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received: reporter added, patient demographic details added, product start and stop date updated, lot number added, event onset date updated, event was added- fallopian tube perforation and symptoms was added- left lower quadrant pain. On (B)(6) 2018: event "right coil perforating the uterus end the right curnua", reporter, lab test added from medical record. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of implant") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, genital haemorrhage (seriousness criterion medically significant), dyspareunia ("dyspareunia"), menstrual disorder ("menstruation issues"), weight increased ("weight gain.") And fatigue ("fatigue"). The patient was treated with surgery (total hysterectomy, to remove essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, genital haemorrhage, dyspareunia, menstrual disorder, weight increased and fatigue outcome was unknown. The reporter considered device dislocation, dyspareunia, fatigue, genital haemorrhage, menstrual disorder and weight increased to be related to essure. Most recent follow-up information incorporated above includes: on 18-oct-2017: lawyer added per legal claim. Events were added:migration of implant, abnormal bleeding, pain and fatigue. Essure removed on (B)(6) 2016. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.